Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
Additional information was received from the field service representative on 12/22/2015.the fse reported that the customer's report of a system boot failure was erroneous. The customer's only reported issue resulted in an error which could be by-passed with a key press. There is no evidence of an MDR reportable event related to this complaint.